Manufacturer narrative:
Philips service identified the need to repair or replace the foot switch; follow-up work was scheduled. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a pin on the charger cable was broken off in the foot switch on an azurion 7 b20. The clinical use of the system was unknown. There was no reported patient or user harm.